Event description:
It was reported the patient¿s spinal cord system had not worked. The amount of time the system had not been working was unknown. The patient had felt their pump was adequately controlling their pain and they wanted to downsize the number of device in their body. The device was removed. No trouble shooting was needed. There was no patient death or injury and the patient was doing well.

Manufacturer narrative:
Additional analysis information noted that there was good stable output observed across all of the electrode pars. During the pressure test, the implantable neurostimulator (ins) would power on reset (por) and sometimes loose telemetry. Both of the positive bond wires were broken. The epoxy bond was broken between the hybrid and positive battery terminal.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# (B)(4), product type: extension. Product ID: 3550-09, product type: accessory. Product ID: neu_unknown_ext, serial# (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2014, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 7495-51, serial# (B)(4), product type: extension. Product ID: 3550-09, serial# unknown, product type: accessory. Product ID: neu_unknown_ext, serial# (B)(4) implanted: (B)(6) 1993, explanted: (B)(6) 2014, product type: extension. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 1993, explanted: (B)(6) 2014, product type: lead. Analysis of the ins, serial number (B)(4), determined that the bond wires were broken. Both positive battery bond wires were broken. Conclusion code no longer applies to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.